Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set, cartridge, and resumed insulin therapy.